Manufacturer narrative:
The field service engineer found the rinse nozzle had a missing spring holder, and a cuvette had a missing thumb screw. He replaced both parts and had acceptable qc results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results for 15 assays on approximately 57 patients tested on a cobas 8000 c 702 module. Below are two examples of questionable results provided by the customer. It was requested but not provided if the initial results were reported outside the laboratory. The samples were tested on (B)(6) 2021, and the repeat results were from different cobas 8000 c 702 modules. (B)(6). Below are an additional three examples of questionable results provided by the customer. The initial results were reported outside the laboratory. The customer performed repeat testing with the samples. The date of measurement for each sample was requested but not provided. (B)(6). The calcium reagent lot number was 557586 with an expiration date requested but not provided. The creatinine reagent lot number was 562096 with an expiration date requested but not provided. The glucose reagent lot number was 563746 with an expiration date requested but not provided. The transferrin reagent lot number and expiration date were requested but not provided. The igg reagent lot number and expiration date were requested but not provided. The total protein reagent lot number and expiration date were requested but not provided.